Event description:
The patient underwent exploratory tympanotomy in anticipation of possible stapes surgery. Arrangements were made for fortec to bring the omniguide co2 laser. The procedure confirmed fixation of the stapes and the laser was brought in to the field. On using the laser to lyse the stapedial tendon and the posterior crus of the stapes, it was noted that the laser was not firing consistently. The pedal had to be pushed repeatedly (up to 7 times) before it fired and the firing was not coordinated (sometimes fired on releasing the foot pedal instead of when pressing down on it). Two fortec laser technicians were present and tired to troubleshoot. They agreed that the problem was likely related to the foot pedal. They did not have a back-up foot pedal available and stated that the nearest back-up unit was located in (B)(6). They reported that the same laser/foot pedal unit had been used one day earlier for 3 cases without a problem. The patient's stapedial footplate was noted to be quite thickened and I felt that it would be prudent to abort the procedure and return on another day with a functional laser available. The equipment was successfully tested prior to the procedure but malfunctioned during the case. Since the problem that occurred with this laser is related to the foot pedal, the vendor will be required to have back-up foot pedal available as well in the future. The patient will have to return to complete the procedure. The vendor waived the rental fee for this case.